Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system jet 7 reperfusion catheter (jet7), and a guidewire. During the procedure, the physician encountered resistance while advancing the velocity. Subsequently, the velocity was broken near the proximal end outside of the patient while the distal end of the velocity was advancing over the guidewire inside the patient. Therefore, the velocity was removed. The procedure was completed using another velocity, the same jet7, and the same guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned velocity confirmed a fracture and revealed a kink. If the device is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur. The root cause or resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.